Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. Analysis found that the end cap had been broken off and was missing. Otherwise, the ratchet and tool retention mechanisms were intact and functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the top of the ratcheting handle was missing. There was no patient present when this issue was observed.